Manufacturer narrative:
Visual inspection of the returned healing abutment confirmed that it had fractured at the threaded portion. The device history record review for the screw was performed and did not identify any manufacturing deviations which would result in or contribute to this complaint. A definitive root cause has not been determined. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The dentist reported that the healing abutment screw fractured when trying to place into the implant.